Manufacturer narrative:
Labeled for single use and reuse.

Event description:
Information received from our foreign affiliate. A pt had been wearing acuvue oasys lenses. The reporting eye care professional (ecp) reported the pt had worn the lenses as instructed, but they were worn for many hours every day. In 2008, pt was diagnosed with a corneal ulcer in the left eye by the primary ecp and the pt was treated with eye drops, but the type of medication is not known. The following day, the pt was referred to a university ophthalmology clinic, as the ulcer was getting worse. The next day, the pt was diagnosed with an infectious corneal ulcer and the pt was admitted to the hospital. It is not clear what was cultured, e.g. The ulcer, the lens or lens case, but results were positive for propionibacterium acnes. It was noted that a small amount of p. Acnes was detected in the culture. The pt was treated with gatiflo and bestron. The pt was discharged from the hospital one week later, the pt was noted to have had a good outcome. More detailed information was not provided. The product and lot number were not available. No additional information is expected. MDR events are reviewed at quarterly management review meetings. Any additional information will be sent within 30 days of receipt.